Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4). Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc. The historical data from the device in question was extracted, and the equipment's operation history was evaluated. According to the user, on november 6, 2024, an infusion was programmed to run for 2 hours. In this infusion, a volume of 108 ml was programmed at a flow rate of 54 ml/h, starting at 3:30 pm and ending at 5:30 pm, with a total infused volume of 106.74 ml, which is consistent with the user's actions and programming. At 5:30:40 pm, the user programmed a new volume of 400.2 ml and minutes later set a new flow rate of 270 ml/h, starting the infusion at 5:31 pm. At this point, the total infused volume was not reset, and the infusion was completed at 7:22 pm. After the infusion was completed, the total infused volume was 508.07 ml, which is consistent with the user's actions. At 7:22 pm, the user made another change to the infusion, setting the volume to 100 ml and, minutes later, programmed the flow rate to 81.75 ml/h and then changed it to 150 ml/h. We verified that the user started the infusion at 7:25 pm and completed it at 8:07 pm, with a final total infused volume of 592.68 ml, which is consistent with the user's actions. No evidence of error in the infusion time was identified in the usage history. Through visual inspection of the equipment, natural signs of use were observed. The equipment was subjected to a functional performance test using the same programming used by the user on the day of the adverse event. The functional test results showed that the equipment is functioning correctly and precisely within its specifications, thus not confirming the complaint. All information was recorded in a global customer complaint database and will be used for trend analysis.

Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4). A follow-up report will be provided after the examination results are available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
According to the customer: "medication exceeded scheduled time."